Event description:
It was reported that approximately one month post implant pacing spikes were noted "all over" on telemetry. The registered nurse suspected that the leadless implantable pulse generator (ipg) was not working. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.